Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The core was analyzed and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden test system where the component functioned as expected. System started up and failed with error on the intuitive surgical core power distribution (ipd), side b 12v was out of range 2818-2822 (2828 to 3456). Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. As a result of these findings, failure analysis was able to conclude that the ipd on power tray was found to be the root cause of the reported failure. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the core to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon was placing trocars to begin surgery when the system was alarmed with a non-recoverable failure #86 for no apparent reason. A system reboot was performed but the failure persisted. A forced reboot was performed but the problem persisted. The procedure was continued laparoscopically using the da vinci system vision tower. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred while the surgeon was placing ports in the patient. The procedure was completed by laparoscopy using only the da vinci vision cart. The ports were not increased. There was no injury to the patient.